Event description:
- Date of medical device use: (B)(6) 2024. - reason for using the medical device: performing root canal treatment for a patient's pulpitis - status of medical device usage (whether used normally): used normally - date of adverse event occurrence: (B)(6) 2024. - situation at the time of medical device adverse event: the product fractured at the apical third, causing an obstruction in the root canal, leading to the formation of chronic inflammation at the apex, necessitating long-term treatment. - date of action taken: (B)(6) 2024. - measures taken after the occurrence of the medical device adverse event: after consultation with the patient, it was decided to proceed with tooth extraction. - **date of improvement or outcome of the adverse event**: (B)(6) 2024. - result after treatment: the patient is recovering well.